Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the failed battery test. The customer's blood glucose level was 194 mg/dl. The customer was assisted with the troubleshooting. The customer also reported that the insulin pump had a no delivery alarm but it was resolved. The device will be returned for the analysis.